Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient's device was functioning normally at the time of contact and was advised to reset the device should the event reoccur. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).